Manufacturer narrative:
The affected devices were returned and evaluated. A review of shop order paperwork shows no issues. Dimensional investigation determined that parts are made to specification. Engineering investigation determined that there was definitely some over-segmentation of the distal femur. The drafter/designer took extra fluid on several slices. Affected slices were 13 - 16, 22 - 24 on the medial condyle. The over-segmentation would have caused gaps in the block, and depending on the severity of the gap this could have shifted the bone downwards which would have resulted in improper fit on the affected areas.

Event description:
It was reported that the surgeon experienced difficulty in using the instrument extending surgery time approximately 30 minutes.